Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. The physician obtained access and attempted to insert intracardiac echocardiography (ice) catheter however was having trouble fully inserting it into the right atrium (ra). While a new ice catheter was prepped, the physician decided to bring up the faradrive sheath with the versacross connect already inserted. Then brought up rf wire from the inferior vena cava (ivc) intending to go to the superior vena cava (svc), but the wire went through the ra free wall. The physician believed that he had slipped into the left atrium because of how smooth his advancing of the wire was. This was not confirmed though as there was no fluoroscopy and no ice catheter up at the time, so the physician advanced sheath over the wire and perforated the ra. It was noted when the sheath was flushed and drew back pericardial fluid followed by blood. Emergency medical services was called upon the realization and the doctor as well as the lab staff proceeded to enact their protocols for this situation. The patient was stabilized after and transferred to a separate facility. The physician believed there was also an existing pericardial effusion that we would have seen if the ice catheter was in the body. The device is not expected to be returned for analysis (disposed). It was further reported that it is suspected that the rf wire perforated first then the sheath was advanced over the rf wire. Since there was no visualization being used, it was believed it was gone transeptal which is why the sheath was advanced. The only difficult portion of the anatomy of note was advancing from the femoral vein to the ra. The anatomy caused the ice catheter to deform as it was going up, so it was replaced. The doctor proceeded to advance the rf wire and then the sheath while a second ice catheter was being pulled. A blood transfusion was performed. Patient made a full recovery and was discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac perforation and pericardial effusion are known inherent risks of use of this device. Device history record review: shipping review was performed. Lot numbers cl14773, cl14872, and cl14874 were found as the most likely lot numbers used in this procedure for upn m004pf21m402 based on the information provided within the event description. The dhrs for cl14773, cl14872, and cl14874 were reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of cardiac trauma and pericardial effusion are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac perforation and pericardial effusion are known inherent risks of the faradrive device. Cardiac perforation is considered within the risk threshold for cardiac trauma. Cardiac trauma and pericardial effusion are expected procedural complication addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. The physician obtained access and attempted to insert intracardiac echocardiography (ice) catheter however was having trouble fully inserting it into the right atrium (ra). While a new ice catheter was prepped, the physician decided to bring up the faradrive sheath with the versacross connect already inserted. Then brought up rf wire from the inferior vena cava (ivc) intending to go to the superior vena cava (svc), but the wire went through the ra free wall. The physician believed that he had slipped into the left atrium because of how smooth his advancing of the wire was. This was not confirmed though as there was no fluoroscopy and no ice catheter up at the time, so the physician advanced sheath over the wire and perforated the ra. It was noted when the sheath was flushed and drew back pericardial fluid followed by blood. Emergency medical services was called upon the realization and the doctor as well as the lab staff proceeded to enact their protocols for this situation. The patient was stabilized after and transferred to a separate facility. The physician believed there was also an existing pericardial effusion that we would have seen if the ice catheter was in the body. The device is not expected to be returned for analysis (disposed). It was further reported that it is suspected that the rf wire perforated first then the sheath was advanced over the rf wire. Since there was no visualization being used, it was believed it was gone transeptal which is why the sheath was advanced. The only difficult portion of the anatomy of note was advancing from the femoral vein to the ra. The anatomy caused the ice catheter to deform as it was going up, so it was replaced. The doctor proceeded to advance the rf wire and then the sheath while a second ice catheter was being pulled. A blood transfusion was performed. Patient made a full recovery and was discharged.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. The physician obtained access and attempted to insert intracardiac echocardiography (ice) catheter however was having trouble fully inserting it into the right atrium (ra). While a new ice catheter was prepped, the physician decided to bring up the faradrive sheath with the versacross connect already inserted. Then brought up rf wire from the inferior vena cava (ivc) intending to go to the superior vena cava (svc), but the wire went through the ra free wall. The physician believed that he had slipped into the left atrium because of how smooth his advancing of the wire was. This was not confirmed though as there was no fluoroscopy and no ice catheter up at the time, so the physician advanced sheath over the wire and perforated the ra. It was noted when the sheath was flushed and drew back pericardial fluid followed by blood. Emergency medical services was called upon the realization and the doctor as well as the lab staff proceeded to enact their protocols for this situation. The patient was stabilized after and transferred to a separate facility. The physician believed there was also an existing pericardial effusion that we would have seen if the ice catheter was in the body. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.